Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip (heater wire) was broken. It happened during packaging or shipment. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. However, the heater wire was observed to be flexed away from the hot jaw wit detachment at tip, but remained attached at the base. The silicone insulation on the jaws appeared intact and showed no signs of any crack or peeling. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip (heater wire) was broken. It happened during packaging or shipment. A replacement device was used to complete the procedure. No patient involvement.